Event description:
Labor and delivery, use of cook catheters for cervical dilation. There were two instances where the vaginal ballon was inflated with 80ml of sterile water and the ballon ruptured. No injury. Replaced catheter returned remaining lot to manufacturer.